Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.38 mm offset at the tips. The grips do not show cracking damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure. Additional observation: the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the exposed electrical wire led to arcing on a maryland bipolar forceps instrument and the wrist was charred. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and obtained the additional information: the wire was exposed due to the damaged insulation. There was no loss of cautery due to the damage cable, the instrument did not collide with anything, and there was no issue removing the instrument from the cannula. There was no injury to the patient, and the instrument has been returned back to isi.